Manufacturer narrative:
H10: the three devices were returned to bd for evaluation. A lot number was provided and a lot history review was performed. The three malfunctions were confirmed for incorrect component. The investigation is confirmed the root cause was determined to be supplier related. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 1709601 implanted port allegedly experienced a component missing. This information was received from one source. These three malfunctions did not involve a patient. The patient age, gender, and weight were not provided.

Manufacturer narrative:
The devices were returned to bd for evaluation. The three malfunctions were confirmed for incorrect component. The investigation is confirmed the root cause was determined to be manufacturing related. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 1709601 implanted port allegedly experienced a component missing. This information was received from one source. These three malfunctions did not involve a patient with patient status unknown. The patient age, gender, and weight were not provided.